Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump was unable to be powered on. The customer's blood glucose was 144 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.